Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited the unit had a leak on instrument channel due to torn from biopsy channel port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the reported issue is expected or random component failure without any design or manufacturing issue. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.